Event description:
It was reported that the dependent patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited no pacing. Programming changes were made at previous follow ups that did not help fix the problem. Provocative testing was performed, no issues were found. It was suspected that the device was not working. No further intervention was performed. The patient was stable and would be continued to be monitored.